Manufacturer narrative:
This report is associated with argus case (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed as super poligrip cream in the us.

Event description:
Skin cancer [skin cancer]. Case description: this case was reported by a consumer via call center representative and described the occurrence of skin cancer in a (B)(6) female patient who received double salt dental adhesive cream (ultra corega flavor free) cream (batch number (B)(4), expiry date may 2019) for product used for unknown indication. On an unknown date, the patient started ultra corega flavor free. On an unknown date, at an unknown time after starting ultra corega flavor free, the patient experienced skin cancer (serious criteria gsk medically significant and clinically significant/intervention required) and product complaint. The patient was treated with non-drug therapy (radiation therapy). On an unknown date, the outcome of the skin cancer and product complaint were unknown. It was unknown if the reporter considered the skin cancer to be related to ultra corega flavor free.